Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Tac did note to the customer that when both the cv-190 and EU-me1 devices are turned on the EU-me1 unit does take longer to boot up, and consequently, it may not be ready to broadcast the signal right away. Tac went on to provide a few different trouble-shooting options to help pin down what device was causing the reported failure. Tac called the customer back, and during the second call, the customer noted that the units started giving n207 notifications and e302 error messages. Tac walked the customer through the corrective procedure to resolve those during that call. After reaching out to the customer one final time, the customer did confirm that these events were ultimately traced to the scope being used, not the imager. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that both of his evis exera iii video system centers were not producing an image during an unspecified procedure. Additional details relating to the patient and the event have been requested. It was confirmed that the procedure was completed, though how it was completed could not be confirmed. There was no patient harm or consequence reported as a result of this event. Event 1 of 2. For event 2 of 2, please reference report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.